Event description:
It was reported that balloon rupture occured. The target lesion was located in the iliac. A 6.0 x 40, 135 cm mustang balloon catheter was advanced for dilation, however, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.